Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to latch properly. A field service adjusted rail rangers, positioned rail rangers at the most forward setting and adjusted the black chassis block to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer did not close properly and repeatedly opened again. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.